Event description:
The physician reported that a printout of the aida (device memory) main screen was showing a different result comparing to the screen on the programmer.

Manufacturer narrative:
(B)(4).

Event description:
The physician reported that a printout of the aida (device memory) main screen was showing a different result comparing to the screen on the programmer.

Manufacturer narrative:
Preliminary analysis results revealed that the reported issue is related to a programmer software issue.

Event description:
The physician reported that a printout of the aida (device memory) main screen was showing a different result comparing to the screen on the programmer.